Event description:
It was reported that during a procedure when the catheter was connected sudden loss of all signals on the carto system was noted. Upon further follow-up it was confirmed that the signals were lost on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both carto 3 and ep recording systems simultaneously. The user proceeded by changing to a new catheter. No patient injury was reported.

Manufacturer narrative:
(B)(4). It was reported that during a procedure when the catheter was connected sudden loss of all signals on the carto system was noted. Upon further follow-up it was confirmed that the signals were lost on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both carto 3 and ep recording systems simultaneously. The user proceeded by changing to a new catheter. No patient injury was reported. Visual inspection of the returned catheter looks normal. The returned device was tested for eeprom, carto and calibration functionality. The catheter was also tested for electrical resistance and current leakage. The catheter passed these tests. No error message was displayed on the system. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition was not confirmed.

Manufacturer narrative:
(B)(4).